Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cord either detaches before use or when I go to remove from body falls off [device breakage]. Case narrative: consumer reported via phone that the tampon cord detaches before use or during removal. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Cord either detaches before use or when I go to remove from body falls off [device breakage] case narrative: consumer reported via phone that the tampon cord detaches before use or during removal. No injury was reported.